Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with delivery anomaly. The customer's blood glucose level at the time of incident was 70mg/dl. The customer's most current level was 126mg/dl. The customer states the device delivered bolus that was not programed. Troubleshoot was conducted. The customer did not feel safe with the pump. The customer was advised the pup would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was programmed with multiple boluses and monitored. The boluses were delivered and recorded properly in bolus history screen. No unexpected bolus delivery or delivery anomaly noted during testing. Device was received with normal operating currents and no unexpected off no power or low battery alarm noted. All the buttons functioned properly and no moisture damage on keypad traces noted. Key pad connector was fully locked. Unit had cracked case at display window corner, minor scratched display window and cracked reservoir tube lip.